Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified nicks scratches over most of the surface of the instrument. Impact marks are present on the handle and strike plate. The weld pin caps at the distal end of the shaft are dinged and deformed. The shaft has fractured at the weld between the front and back. The internal wire remains intact preventing the handle from being disassembled. Complaint confirmed based on evaluation of returned product. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the broach handle broke while broaching. No pieces fell into the patient and the procedure was completed using another device. Additional information is not available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual examination of the provided pictures identified the handle has fractured in in the middle of the shaft. Complaint confirmed based on provided image. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.